Manufacturer narrative:
Results: inherent risk of procedure (death, endoleak, infection). Patient's condition affected effectiveness of device (pre-existing condition; pre-op aortic tear with mycotic infection, pneumonia). Unapproved use of device (mycotic infection). Conclusions: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op aortic tear with mycotic infection, pneumonia). User error contributed to event (mycotic infection).

Event description:
Two valiant thoracic stent graft system were implanted in a patient for the emergent endovascular treatment of a tear in the ascending aorta where it formed an aneurysm sac at the curvature of the arch. Aneurysm and vessel morphology was not reported. When the patient was admitted to the hospital, they had already developed pneumonia. This tear was associated with mycotic infection. After the stent implantation, the patient developed a minimal type I endoleak where the doctors decided to send the patient to the ICU for close monitoring. The patient was to be sent for angiogram 2 days later to check the exclusion of type I endoleak. However, the following afternoon, the patient passed away due to lung infection. The physician confirmed this adverse event is not product related.

Event description:
.